Event description:
Reporter alleged customer had high glucose results and called the doctor who started customer on oral diabetes medications as a result. It was stated after taking oral medications, customer was feeling low glucose symptoms. On one occasion, it was reported glucose was 303 mg/dl at 10:14 am, so customer took oral medications, however, glucose was 305 mg/dl at 2:39 pm and 292 mg/dl at 7:31 pm. Reporter indicated customer was taken to the hosp at 8:30 pm that same evening where glucose measured 28 mg/dl on the hospital meter between 8 and 9 pm. Reporter stated customer was given a glucose IV and food as a result and remained hospitalized for four days. Reporter indicated while in the hospital customer's meter read 516 mg/dl back to back with the hosp measurement of 117 mg/dl when testing was performed seconds later. A request was made for the return of the suspect device and replacement product was sent.